Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they had difficulty when they attempted a fine bore gastric feeding tube insertion in an intubated patient in the intensive care unit (ICU) on (B)(6) 2020. Multiple attempts were made at insertion by several doctors with the bedside nurses assisting. On (B)(6) 2020 the patient developed high salivary secretions, coughing and detectable endotracheal cuff deflation (without hypoxia or ventilator difficulty). A decision was made for a semi-elective endotracheal tube exchange. During laryngoscopy, it was noted that the metal tip from the nasogastric feeding tube was in the laryngopharynx, next to the endotracheal tube. It was not previously known that tip had detached from the nasogastric feeding tube. It was easily extracted with forceps, and the endotracheal tube was exchanged uneventfully. There was no major pharyngeal trauma or erosion noted during the laryngoscopy. Additional information was received from the customer stating that the condition of the patient as a result of this issue was unaffected. There were no further medical intervention required after the removal of the tip of the nasogastric tube.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. The device was returned for evaluation. Additionally, photographic evidence was provided by the customer which shows a bad assembly in the bolus that caused detachment of the piece. The reported issue of a detached tip was confirmed. A gemba walk through was completed by a multidisciplinary team throughout the manufacturing process. After reviewing and replicating the reported condition it was concluded that the potential root cause it an inefficient amount of solvent dispersed onto the component. A quality alert was issued to notify all personnel of the reported issue. A production notification was also issued to all personnel to ensure that they are aware on the condition reported by the customer. Additional training was implemented to make sure that all specifications are met during the manufacturing and assembly; more specifically, the amount of solvent required and the assembly of both components (the bolus and the tubing).